Event description:
It was reported that during a percutaneous coronary intervention, a vessel dissection occurred. The 3.0x20mm, 70% stenosed, de novo target lesion was located in the mid right coronary artery (rca). The lesion was direct stented with a 2.5x28mm promus element plus stent, following stent deployment a grade a dissection was noted. The vessel dissection was treated with the placement of a 3.0x24mm promus element plus stent. Following post deployment dilation the resulting residual stenosis was 0%. The distal rca lesion was then treated with the deployment of a 2.5x24mm promus element stent, following post-dilation the residual stenosis was 0%. No further patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).